Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported thrombosis could not be determined. The poor image resolution appears to be due to challenging patient anatomy. Additionally, thrombosis is listed in the instruction for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The first clip referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report the thrombus. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that there was a short restricted posterior leaflet and there was some issue with imaging due to the anatomy. The first clip delivery system (cds) was advanced to the mitral valve and placed in position. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 2. After the steerable guide catheter (sgc) was removed, a small blood clot was noted in the right atrium. There was no treatment performed for the blood clot and the physician decided to just monitor the patient and the procedure was completed. No additional information was provided.